Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that an ophthalmic system exhibited system message to change light bulb and the lower illuminator was used to continue the procedure. Surgery was completed on the same day with no patient harm.

Manufacturer narrative:
The initial decision to report was incorrect resulting in the initial report being submitted in error. This event of an ophthalmic system exhibited system message to change light bulb and the lower illuminator was used to continue the procedure is not considered to be a reportable malfunction and it is not likely that a recurrence would result in serious injury. No further reports will be scheduled under mfg report num. 2028159-2024-01293. The manufacturer internal reference number is: (B)(4).